Manufacturer narrative:
E1/establishment name: (B)(6) medical center. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens and objective lens had discoloration, the scope connector had corrosion and a scratch, the protector of the universal cord on the scope connector side and the control section side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the scope cover had a scratch, the plastic distal end cover had a scratch, the suction cylinder was shaved, the forceps elevator knob had a scratch, the up/down knob and right/left knob had a scratches, the control unit had discoloration and a scratch, the electrical connector had discoloration due to water leakage, the play of the up/down knob was out of the standard value due to wear of the angle wire, the water removal ability did not meet the standard value due to clogging of the nozzle, the forceps elevator had a scratch, the connecting tube had a scratch, and the adhesive on the bending section cover had a chip, a crack, and a scratch. The finding of foreign objects inside the nozzle was attributed to insufficient cleaning. The customer confirmed that the device was cleaned, disinfected, and sterilized (cds) before returning to olympus. There was no delay in the start of precleaning. The air/water channel was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, and or sponges. The air/water nozzle was flushed with detergent solution. There were no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had a defective air and water supply. The issue was found during preparation for use for a diagnostic screening procedure that was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.